Manufacturer narrative:
Customer experience report has not yet been sent in to MFR by user facility. The device has not been returned to MFR for eval. At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. Add'l info will be provided in a f/u report if further info is available.

Event description:
(B)(6). Reported orally, customer experience report requested. Inner coil of the catheter is reported to be removed/drawn out and stretched upon removal of the catheter. Patient is doing well. Currently no further info/no product available.